Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown quantity of unknown screws. Part and lot numbers were not provided by reporter. UDI number is unknown. The subject device(s) is/are expected to be returned to the synthes manufacturer for evaluation. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that at the time of removal of osteosynthesis material the bone and the periosteum in contact with the plate was a strong gray color. The specialist suspected metallosis. There was also nonunion of the fracture. The surgeon decided to remove the plate and associated hardware and implant a new plate along with a bone graft since the bone is in poor condition and exuding a gray substance. During the surgery, cultures were collected and the samples were sent for analysis. The results of the pathology report are pending. There was no report of surgical complications or surgical delay. This report is for an unknown quantity of unknown screws. This report is 2 of 2 for (B)(4).